Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4). Product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported the patient was not feeling stimulation sensation starting about a month ago. It was reported the recharger and patient programmer were not able to connect to the implantable neurostimulator (ins). The ins was charged a month ago.